Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are: catalog # 7540120, lot # unknown, expiration date n/a. Catalog # 8690030, lot # unknown, expiration date n/a. Catalog # 8690040, lot # unknown, expiration date n/a. Catalog # 9393008, lot # h11b6426, expiration date 12/22/2019. Catalog # 75446535, lot # unknown, expiration date n/a. Catalog # 75446540, lot # unknown, expiration date n/a. Catalog # a43105, lot # unknown, expiration date n/a. Catalog # 7510200, lot # m111101aaq, expiration date 08/01/2014. Manufacture date for catalog # 9393008, lot # h11b6426 is 12/23/2011; manufacture date for catalog # 7510200, lot # m111101aaq is 02/02/2012.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Approximately 10 months post-op, the patient underwent a revision surgery following a motor vehicle accident. It was reported that sometime post-op the patient developed an auto-immune disease and may also be having an allergic reaction. The patient is seeing an allergist to find out what is causing the allergic reaction.

Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 7540120, # 8690030 and # 8690040. (B)(4). Gma/510k#: 7540120, 510k k052187; 8690030, 8690040, 510k k010181. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.